Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified orthopedic trauma case, it was observed that the small battery drive device locked. There was no delay to the surgical procedure. A spare device was not needed as the device was taped with a mallet to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event is not known. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and could not confirm the reported condition of the device was locked. It was further noted that the device emitted a very loud unusual noise, three fillister head screws that hold the electric motor in place became loose and unknown debris was found on the internal components. The assignable root cause was determined to be due to improper cleaning and care of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.